Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using six prostyle devices after a cardiac ablation interventional procedure with an 8.5f sheath. Reportedly, there was weak backflow at the marker lumen of the first prostyle device. The device got stuck and was unable to be removed. Fluoroscopy confirmed that the proximal guide and distal guide were separated. Excessive force was performed and the whole device was removed. After removal, it was noted that the posterior foot was detached but attached to the device via the link. Furthermore, the guide was still held together by the actuator wire. Subsequently, an additional five prostyle devices were used. The knots were formed/intact, they weren't placed in the correct position at the access site [malposition of suture]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.